Event description:
The patient received the bird's nest filter in 1995. In september 2005, the patient visited a hospital complaining of bakaches. Swelling of his legs were noted. In spite of thrombolytic therapies, dvt occurred. The patient was transferred to another hospital where CT imaging and radiography revealed signs of filter breakage. It was noted that one of the hooks of the right side had perforated the inferior vena cava and was stabbing the iliopsoas muscle. The distal hook on the left side was near the aorta and the proximal hook on the left side was stabbing the renal vein. The patient was transferred to a clinic where he has been receiving thormbolytic therapies with the filter remaining with in his body.

Manufacturer narrative:
Evaluation: no product or lot number was provided to assist in our investigation. Based on the occurrence of this type of adverse event associated with the bird's nest filter, and as it is a known adverse event and is clinically accepted as the benefits of the filter outweigh this risk in certain patients with thromboembolic disease, especially those with a contraindication to, or who are unresponsive to standard anticoagulation treatment.